Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 26mm sapien 3 ultra valve, the delivery balloon ruptured during valve placement. Per report, the annulus/left ventricular outflow tract had heavy calcification.

Manufacturer narrative:
The returned device was visually inspected, and the following was observed: radial burst confirmed, the distal portion of the inflation balloon was separated. Due to the nature of the returned device, no functional testing was able to be performed. However, the complaint was confirmed through visual inspection. Dimensional testing was performed on the returned device and the results are as follows: the inflation balloon single wall thickness was measured along the edges of the burst location. Based on these measurements, all measurements taken of the balloon single wall thickness met the specification. The patient's 3mensio imagery and device video were provided by the site for the evaluation. Review of the imaging and video revealed the following: calcification present in patient annulus and balloon burst during the balloon inflation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case although the exact cause and source of the balloon burst cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors (calcification) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.